Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during the preventive maintenance, the device's pacer output was not adjustable. Complainant indicated that there was not pt involvement in the reported malfunction.